Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after the 8.0 x 40 mm x 80 cm absolute pro self expanding stent system (sess) was un-packaged and prepared for use, it was observed that the stent was partially deployed. The device was unpacked and prepped without issue. The device was not used in the anatomy and a new absolute pro sess was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis found that the stent was dislodged and not returned. The account could not recall dislodging the stent, but reported that this may have occurred during handling of the device.